Event description:
It was reported the patient underwent treatment with a stent for intracranial atherosclerotic disease (icad) in the mi segment of the left middle cerebral artery in 2006. Predilation with balloon catheter was performed, then stent was implanted residual stenosis was 39%. No complications listed during procedure. The patient reportedly had a stroke three months later, that required hospitalization with revascularization eight days later. During revascularization patient suffered a subarachnoid hemorrhage (sah). No further details have been disclosed at this time.

Manufacturer narrative:
Lot number was not disclosed. Conclusion: for anticipated procedural complication. The batch number of the subject device was not initially disclosed. Therefore a device history review (DHR) and similar complaint review was unable to be performed. The device remains implanted in the patient therefore is unavailable for investigation. It was reported that the patient suffered from a stroke three months following procedure. It should be noted that the stent was placed successfully with no complications and no report of malfunction or specification nonconformance. There is also no indication that the device was misused by the physician. Stroke is an anticipated potential complication for this type of procedure and disease state and is listed as such in the directions for use for this device. As a result, the root cause was determined to be related to anticipated procedural complications indicative of these types of procedures.